Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 20mm sapien 3 ultra valve was implanted within an existing transcatheter heart valve in the aortic position by transfemoral approach. Commander delivery system balloon was prepped with 12ml volume. During valve deployment, the commander delivery system was about 80-90% inflated when the balloon burst. The delivery system was pulled back into the 14fr esheath+ and the entire system was removed from the patient as a unit with the delivery system balloon still outside the sheath. The perceived root cause of the balloon burst was thought to be either interaction with the existing valve frame or calcification on the leaflets. A new 14fr esheath+ was placed and the 20mm sapien 3 ultra valve was post dilated using a 20mm non-ew balloon. There was no leak after post dilation. The patient was alive at the end of the procedure. There was no major vascular complication and no major bleeding. The patient was reported to be doing well the day after and was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of the imagery provided revealed the following: pre-existing bioprosthesis and calcification in patient landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported delivery system balloon burst was unable to be confirmed based on lack of relevant imagery or device return. Available information suggests patient (calcification) and/or procedural factors (over-inflation) likely contributed to the event as provided imagery showed the presence of calcification in the landing zone, and it was reported that the "delivery system balloon was prepped with 12ml volume", which is 1cc above the nominal volume for a 20mm delivery system of 11ml. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.